Event description:
It was reported that a patient had anterior cervical discetomy and fusion. The patient was then seen for increasing pain symptoms. The patient went to to the or for removal of fractured anterior cervical cage at c3 - c4.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.